Manufacturer narrative:
(B)(4). The lot was manufactured october 4, 2012 to october 5, 2012. The device was not returned; therefore, an evaluation could not be conducted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor experienced no flow during infusion of an unknown solution. The reporter stated that after the infusion stopped, the solution appeared to be cloudy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.